Manufacturer narrative:
(B)(4). Covidien reference number (B)(4) and MFR report # 8020893-2015-01869 was a duplicate submission. Reference original covidien reference number (B)(4) and MFR report # 8020893-2015-01586.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, the ventilator touchscreen became inoperative. There was no report of death or serious injury associated with this event.